Event description:
The customer reported to olympus, the evis exera iii video system center had a black and white image. There was no procedure involved. There were no reports of patient harm.

Manufacturer narrative:
E2 marked in error. During evaluation, the following were found: the image was black and white due to faulty printed circuit board and printed circuit board failure. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. Corrected field e1 phone number. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely the cause is failure of the printed circuit board. Olympus will continue to monitor field performance for this device.